Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events observed in the log file was confirmed. The provided log file contained events recorded from july 31 to august 14, 2019 where multiple low flow alarms associated with flow levels below 2.5 lpm were recorded. The log file also captured two no external power events (august 6 and august 10). The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power events was not able to be determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Log file analysis captured scattered periods of low flow events starting on (B)(6) 2019 through (B)(6) 2019. No low flow events were noted since that time. There were a couple of low voltage hazard events noted. One occured on (B)(6) 2019 and another on (B)(6) 2019. Both occurred while connected to the mobile power unit and appears that the mobile power unit lost power which enabled the external backup battery until power was restored to the mobile power unit.